Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device dso seal had a bubble. Review of the event history log revealed high pressure and sensor mismatch alarm messages. Also showed, no disposable messages. Uso was set to off. No problems were found with the programmed delivery in the event history log. No problems found related to the extra dose function (remote dose cord). Functional testing was performed, and the reported issue was not able to be replicated. The root cause was determined to be unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(6) located in sections g.1., please direct those to the following: regulatory.(B)(6)

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer marked downstream occlusion seal and the accuracy test was out of tolerance. The pump is underdelivering. No adverse patient effects were reported by the customer.